Event description:
It was reported that when the doctor inserted the introducer sheath after confirming the guidewire was inserted into the vein under fluoroscopy, the doctor allegedly saw backflow of blood possibly from the artery. The doctor reportedly attempted to advance the catheter, but couldn't. The patient allegedly started to bleed massively. The doctor removed the sheath and tried to arrest hemorrhage, but bleeding wouldn't stop. The patient's condition deteriorated and the patient expired. Further details are under investigation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.